Event description:
Translated from finnish: hamilton l1119415 ventilator does not keep peep up on intubated patient, device shows couple cmh2o lower pressure than set. Changed expiratory valve, because exceptionally loud whoosh like sound is heard. This did not help, device still shows lower pressure than set. This have been on going couple days after which ventilator have been removed from patient use. By device manager and supplier have examined the device more specifically and observed expiratory valve membrane keeps non normal whoosh like sound and peep can't keep up with test lung. Changed membrane which after the device kept test lung peep up for some time, but after some time peep does not no longer stay set. After negotiations with corporate representative and medical device technical decided to send device to service for check up. Medical technic removed device from ward 23.3.2021. Device does not have service history, device was delivered in 11/2020 and checked in at hospital 26.11.2020.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be most likely a defective inspiratory valve which was replaced. The ventilator is back in use. There was no patient or user harm reported.